Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to unknown reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the inflatable penile prosthesis pump component was replaced was due to mechanical breakdown and difficulty with inflation. The patient experienced symptoms about a month prior to the replacement surgery. The patient outcome was reported as good.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to unknown reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.